Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. E1 initial reporter email address - (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s dexcom app was showing egv of 80 mg/dl. He did not experience symptoms and did not perform a fingerstick test at that time. He drank soda and ate toast with jelly. His egv increased slightly, though he could not recall the exact value. He then drank orange juice. A few minutes later, the patient developed a headache and asked his niece to take him to the emergency room. At the emergency room (ER), his blood glucose was checked via fingerstick and measured 699 mg/dl, while his egv was 50 mg/dl. The sensor was removed. He was treated with two bags of IV fluids and received 10 units of novolog via injection, which lowered his blood glucose to below 400 mg/dl. He was given an additional 10 units of novolog by injection. At discharge, his blood glucose was below 200 mg/dl, and he reported feeling better. The patient stayed in the ER for a few hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.